Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up one day post implant. Upon interrogation, it was noted that the right ventricular lead exhibited high impedance and high capture threshold. The lead was repositioned successfully on (B)(6) 2021. The patient was in stable condition.